Manufacturer narrative:
Customer complaint: stated the device has been smoking and has a battery issue. Tests: self-test and visual inspection. Self-test failed and right away found a burnt battery. A visual inspection was performed and found a burnt battery, burnt battery door, and burnt main chassis. The customer complaint was confirmed that the device did have a battery issue. The probable cause is a faulty battery and the burnt battery was at the bottom of the chassis which burnt the battery door, main chassis, left side/next to the power supply side, and the burn of the electrical burn hole was found on top of the battery.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a plum 360 driver new pump was found to be smoking. The report stated the device has been smoking and has a battery issue. There was no patient harm reported.